Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a pump shutdown and an inability to turn it back on. The customer's blood glucose level did not exceed 500 mg/dl. The customer was advised by technical support to reset certain settings and manually restart cgm sessions following any occurrences of the pump turning off or being reset, and was instructed to monitor the situation and call back if the issue persisted.